Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call that the customer has had low blood glucose levels. Customer's blood glucose went as low as 24 mg/dl. Customer drank some juice and was able to raise it to 81 mg/dl. Troubleshooting for low blood glucose levels was performed.